Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking. Ccause of the product not adhering was reported to be that it easily came off when it rubbed into something. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.